Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using the system. The iesu energized and cauterized all ports and instrument without issue. The iesu will be returned to the original equipment manufacturer (OEM). Root cause is attributed to a defective generator. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, the clinical sales representative (csr) indicated an issue with the erbe integrated electrosurgical unit (iesu) affecting both monopolar and bipolar functionalities. Despite efforts to resolve the issue by replacing the energy cords, the instruments, and swapping the ports, there was no improvement. The energy output was described as intermittent, and when it did function, it lacked the expected energy intensity. No error messages were displayed by the erbe. The procedure was completing as planned. Intuitive followed up and obtained additional information. The customer continued the procedure as is. It was completed with the same generator. There was no patient injury. It was completed robotically with the same system. Please refer to section a for patient demographic information.